Event description:
The caller reported that the pump unexpectedly displayed a reset screen, but the device did not need to be plugged into a power source to turn back on. There was no adverse impact on the customer's blood glucose level. Technical support informed the caller that the reset was a built-in safety feature and provided guidance on necessary steps, including manually restarting cgm sessions and reloading the cartridge. The customer understood the explanation and successfully resumed insulin use.